Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on 09/22. Customer¿s blood glucose value at time of incident was 366 mg/dl and current blood glucose value was 576 mg/dl. Customer stated she treated with the pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.